Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.723 to 2.628 volts between (B)(6) 2011 and (B)(6) 2012 is just before device rrt<= 2.6251 volt.

Event description:
It was reported that the device reached elective replacement indicators (eri) in less than three years, and never provided an eri warning despite being at eri voltage for a month. The clinician suspects that the early eri was caused by monitoring of the patient's atrial fibrillation. The device was explanted and replaced. No patient complications have been reported as a result of this event.